Event description:
Customer reports bronchitis, sinus pressure/infection, post nasal drip, cough, and wheezing. Md seen twice. Received antibiotics on both visits - prescriptions included amoxicillin and levaquin.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation